Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that nutrition leakage occurred from the middle of the catheter after the constructed gastrostomy. The damaged part of catheter was cut off. The remaining piece of the catheter is currently in use. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot review was not performed sine no lot number was provided by the complainant. Investigation summary: one partial segment of peg safety 20 fr pull was returned for evaluation. Functional, visual, tactile and microscopic evaluations were performed. The investigation is confirmed for fluid leak, as the product had an s-shaped, circumferential crack was observed approximately 1.2 cm from one of the ends of the catheter. Also, the port was infused with a 12ml syringe and was patent to infusion and aspiration. When infused against resistance, a leak was observed at the crack. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that nutrition leakage occurred from the middle of the catheter after the constructed gastrostomy. The damaged part of catheter was cut off. The remaining piece of the catheter is currently in use. There was no reported patient injury.